Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis determed that the device reached storage mode due to low battery voltage. The device was programmed out of storage mode to verify therapy. The device was unable to charge and deliver a full energy shock due to the low battery voltage and the increased cell impedance at the end of life. The device was subsequently programmed to 5 joules and the was able to charge and deliver a 5 j shock. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that this device declared end of life (eol), then reached storage mode. A change out procedure was performed and the device was explanted and replaced without complication. No device performance allegations were reported and to date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.